Event description:
A healthcare professional reported that this was a coil embolization of internal iliac artery prior to urgent stent graft implantation to treat abdominal aorta aneurysm. After approached to the internal iliac artery with the diagnostic catheter and the coiling support microcatheter (medicos hirata), the deltafill18 22mm x 60cm coil (dlf182260, 0932402s) was the first coil placed, the physician connected the cable and attempted to detach the coil, but no response. The coil was re-sheathed and replaced with another new coil with the same product code. After checking the electrical continuity of the new coil, it was implanted. Then, the first deltafill18 coil was connected again, but no response was observed. The physician determined that the coil could not be used. There was no negative impact to the patient. A continuous flush was done. No additional information is available.

Manufacturer narrative:
Manufacturer ref#: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section d2b ¿ procode: krd/hcg. The device was discarded; therefore, no further investigation can be performed. A manufacturing record evaluation was performed for the finished device 0932402s number, and no non-conformances related to the malfunction were identified. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the manufacturing record evaluation, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. Failure to detach is a known potential issue associated with the use of this device. The instructions for use (IFU) contains several precautions related to this issue and includes instructions for troubleshooting the situation should it be encountered during use. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Manufacturer ref#: (B)(4). Updated sections on this medwatch: b4, b5, g3, g6, h2, and h11. Section b5: additional event information received on 07-jul-2025 indicated that a pre-deployment electrical testing was not performed. The same dcb and the same cable were successfully used with subsequent coils. There was no neck remodeling utilized. The coil was still attached to the coil delivery system when removed from the patient. There was a 10 minute procedure delayed/prolonged due to the event, however it did not result in a patient adverse consequence. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.